Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00263: plate 1.

Event description:
On the ankle 3 hook plates, surgeons are having trouble engaging the fragment as the hooks are too short. When they place the plate more distal on the fracture, it does not quite fit as well on the proximal end. Surgery was completed by bending the plate to allow the hooks to engage the medial malleolus firmly. Fifteen min delay.